Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of the reported complaint was not identified.

Event description:
Customer reported the male luer lock broke off into the maxplus cap requiring a cap change. No patient harm or medical intervention was reported. No further patient/event info was reported.